Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of 535 mg/dl and ketones. Ketone level identified as life threatening by healthcare provider; cause of bg not known. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged the next day day with the issue resolved and no permanent damage. Tandem technical support (tts) offered to complete a system check, however, customer declined to complete the check.